Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced insulin flow blocked issue on (B)(6) 2026. The insulin exits after troubleshooting.the blood glucose level was 289 mg/dl and the patient was treated with pump. No further information available.